Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with resetting it, and instructed them to call back if the malfunction code recurred. The customer acknowledged and understood, and continued to use the pump without further issues.